Event description:
It was reported by clinical researcher (B)(6) that a pt who had taken part in a clinical study had died. She reported the pt history as follows: "(B)(6) 2008: primary tkr for valgus rheumatoid arthritis of right knee. On (B)(6) 2008: dehiscence of tkr wound and infection requiring washout, debridement and application of a vac pump at (B)(6). On (B)(6) 2008: readmitted for removal of right infected tkr, arthrodesis, and application of a taylor spatial frame (performed (B)(6) 2008) (note: the above events were reported in per (B)(4)) (B)(6) 2008: chest infection identified. On (B)(6) 2009: discharged home on oral antibiotics. On (B)(6) 2009: knee healthy and clean, x-ray shows union but not complete. Continue with antibiotics. On (B)(6) 2009: readmitted to (B)(6) with pneumonia and was readmitted to critical care where intubation was required. On (B)(6) 2009: further deterioration secondary to sepsis. Adult respiratory distress syndrome secondary to methotrexate pneumonitis diagnosed. On (B)(6) 2009: pt died - probable methotrexate lung with community acquired pneumonia and multiresistant pseudomonas identified from specimen."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-600, lot # sjnxk, description: triathlon prim tib baseplate - cemented; cat # 5530-p-609, lot # lay260, description: triathlon-cr tibial insert #6 - 9mm; cat # 5551-l-381, lot # lam621, description: triathlon-asymmetric patella a38mm(s/I) x 11mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.